Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the tubes curvature was not the same as the previous ordered tubes. The tube was removed and the patient was recannulated.

Manufacturer narrative:
(B)(4). One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. Manufacturing controls are in place to detect cuffs with damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.